Event description:
I am sending this letter to document everything that has happened with the scs since it was implanted in me on (B)(6) 2005. I was advised to have complete documentation from the trial period to present so that we may settle on an amount and close this issue. We have used an attorney to be sure we are following the correct protocol for demanding settlement, but we want to get this issue settled before (B)(6) an I have no other option but to claim bankruptcy and file a lawsuit. I still feel, after talking to you many times, that your company will do what's right so we can have some quality of life. Even though my body is permanently messed up, we could at least live our lives w/o the stress of losing our home and being buried in medical bills. This letter will help you understand how we have been devastated financially, emotionally, and physically, and my body is a mess. I really tried to stick with keeping the stimulator, but I don't think that boston scientific was right in even considering me as a candidate to have an scs. During the trial period, starting on (B)(6) 2005, when I had the belt holding the implant outside my body and the leads were sticking out of my back, I had a gig with the "art abrams swing machine big band" playing lead trumpet. By the end of the gig, my back felt like it was on fire, and I saw that I'd been bleeding from the holes the leads went through to the degree that it soaked and ruined my tux shirt. I went back to the doctor at (B)(6) to have the leads removed and the trial scs belt off. I told doctor diaz about the incident of my back bleeding when I played my trumpet, and she was advised by boston scientific that the bleeding wouldn't happen when everything was internal, and it would be a great idea to have the stimulator implanted. I feel that your company should have intervened and should have thoroughly done research to see if a professional trumpet player would have future problems with the scs. I feel your company should take a stronger part in the decision making process of whether a pt is a good candidate to have an scs. When the stimulator worked, it was fabulous. But rarely was there a month that went by w/o something going wrong, causing me great discomfort and pain, and where surgery was often the only thing that could fix it, and most of the time the fix was short-lived, as problem after problem occurred. I was one of the very first pts to have your company's product in the (B)(6). My scs was implanted on (B)(6) 2005. I was told that the generator would last 5 to 15 yrs. My generator went out in (B)(6) the same yr, lasting only 10 months. When I contacted my rep from your company, he referred me to doctor (B)(6). I get along great with dr. (B)(6) and very much appreciate that he has empathy for his pts and the degree of effort he makes in finding the cause of pain and problems, then putting plans in place to attempt to improve my discomfort and pain level. After my surgery to originally implant the scs on (B)(6) 2005, I wasn't at all pleased in the location that was chosen to place it. It was implanted on my right buttock, below my belt line. The problem with this is that it hurt when I wore a belt and had to drive a car. At that time, I was driving a lot for my work. I was driving one plus hrs each way to one school twice a week and to various other schools everyday that I could work. The area where my scs was implanted started to swell three months after it was implanted. The tissue around the implant felt very hard and was tender to touch. Thankfully dr. (B)(6) talked with me about where a better location would be to have the new scs implanted. It seems that your rep(s) should have conveyed appropriate places to implant the scs's. The doctor and I chose to move it up above the belt line on the right side. During the surgery on (B)(6) 2005, dr. (B)(6) found that the (B)(6) doctor had wound up the extra length of leads and placed them under the scs. Your rep was there during the surgery and didn't suggest that was not a good idea. Dr. (B)(6) removed a large benign tumorous gob of tissue that had formed under the scs and was attached to the wad of leads that were put under the scs. Dr. (B)(6) thinks that the tissue formed from all of the pressure being put on the scs all of the time, and the wires rubbing against the pocket. I now have a large hideous indent where the scar is from where the first implant was located. That is just one of the impairing scars as a result of your faulty equipment and lack of expertise in working with doctors to discuss proper placement, etc. On (B)(6) 2005, dr. (B)(6) performed surgery on me to replace and relocate the generator. As I was starting to wake up after surgery, while they were getting ready to move me to another bed, rep from your company, (B)(4), turned on the scs. Unfortunately it was set on high. My body went into massive spasms and my back totally contorted; the pain was incredibly bad. Consequently, this made the leads tear out of place. Also when this happened, it made a tear in my epidural sack and I had a massive headache and had to stay in the hospital overnight. The next morning, I still had a bad headache so dr. (B)(6) had to perform a blood patch, which was also extremely painful, but it did fix the leak and my headache got better almost immediately. I lost a lot of work and income from having that generator replacement surgery. Alleges that the precision spinal cord stimulator ("pscs"), manufactured by defendant, was implanted in his lower back. The device includes a battery provided by defendant. As a result, plaintiff claims he "experienced sudden pain and contractions and was thrown from his bed, causing personal injury." (ID.) Subsequently, the implanted pscs had to be surgically removed, had re-implantation ten times, with device malfunctioning causing electrical burns, infection, migration, and nerve damage.